Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 303 mg/dl as well as 44 mg/dl. The customer's current blood glucose is 128 mg/dl. Customer's blood glucose level was 182 mg/dl when admitted to hospital. Customer drank soda water to treat low blood glucose level. The customer was treated by saline. Customer was experienced symptoms such as pain in whole body and tiredness. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.